Manufacturer narrative:
The coaguchek xs meter serial number was (B)(4). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch section e3: occupation was the patient's mother.

Event description:
We received an allegation of questionable inr results for 1 patient with a coaguchek meter. On (B)(6) 2026, the patient had a meter result was 5.2 inr, while the laboratory result was 3.58 inr. The 2 measurements were tested using capillary blood, and the time between them was about 10 seconds. On (B)(6) 2026, the patient had a meter result was 4.4 inr, while the laboratory result was 2.08 inr. The 2 measurements were tested using venous blood, and the time between them was about 10 seconds. The patient¿s therapeutic range was not provided.